Event description:
It was reported that during service and evaluation, it was determined that the velys saw handpiece device was heating up. It was reported in the service order that the device displayed an error message and the device failed to recognize/register the connected device prior to a surgical procedure. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the described failure was confirmed based on the depot evaluation. The saw handpiece was returned to depot for evaluation. The service technician was able to replicate the reported issue was due to heat and will not run. The device was repaired and the system is performing as per specifications. The most probable root cause for the identified failure can be linked to component failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.